Event description:
Explant -mitral regurgitation. A pt with history of mixed mitral valvular disease secondary to rheumatic heart disease underwent mitral valve replacement using 36 mm (annulus)/27 mm (anterior height) in 1999. The pt had insufficiency 1-2+ postoperatively. The valve was explanted in 2000 due to regurgitation and replaced with another cryolife mitral homograft with an annulus size of 32 mm. The site states the mitral valve looked redundant, prolapsed and appeared too large for the pt. The operative report states "it seemed like the valve was a little bit too big for the pt and the corda tendineae too long."